Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle freedom lite meter and freestyle strips were reviewed, and the dhrs showed the freestyle lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed within specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the test would not start after inserting test strip into adc blood glucose meter. The customer experienced a loss of consciousness and was taken to hospital where she reported being diagnosed with hyperglycemia, and was given unspecified oral medication. The customer was also prescribed glimepiride, lantus insulin, and metformin. There was no report of death or permanent injury associated with this event.